Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that due to a mechanical error on the instrument, erroneous results were reported outside of the laboratory to a physician for an unspecified number of patient samples. During a period of 3 days, approximately 300 to 350 samples were run on the c701 analyzer. About 150 of these have so far been repeated and some of the results had to be corrected. It was asked, but it is not known specifically how many samples had erroneous results, which tests were involved, or which erroneous results had been reported outside of the laboratory. A mechanical problem with the rinse unit on the analyzer started the previous week and the rinse unit 2 was replaced. The instrument was handed over to the customer on (B)(6) 2015. After the rinse unit replacement, the customer had some issue with controls and calibrations. No patient samples were tested on the instrument at that time. Over the next weekend, approximately 50 samples were tested, but the customer was still having some issues with calibrations and controls. On sunday of that weekend, they noticed that probe a had a leakage and this was fixed. The following monday, the customer still experienced some issues. The cholesterol test could not be calibrated. One sample tested for calcium had a result of 1.70 mmol/l and when repeated, it was 2.4 mmol/l. It was then decided not to run the instrument. It was at this point that approximately 250-300 samples had been tested on the analyzer. The customer provided examples of three patient samples tested for calcium. It was asked, but it is not known if erroneous results were reported outside of the laboratory for these three samples. The first sample initially resulted as 1.74 mmol/l and repeated as 2.35 mmol/l. The second sample initially resulted as 1.7 mmol/l and repeated as 2.4 mmol/l. The third sample initially resulted as 1.95 mmol/l and repeated as 2.4 mmol/l. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. It was asked, but reagent lot and expiration date information was not provided. The field service engineer was called in on (B)(6) 2015 to check the system and could see that some of the cuvette volumes were too high causing the cuvettes to overfill. After adjusting the volume, no further problems were seen at the customer site.

Manufacturer narrative:
The date of the event was (B)(6) 2015. The customer re-checked a total of 1228 patient samples. Of these, the customer had to correct 143 results. Of the 143, results for 26 patients were found to be erroneous. Affected tests include bilirubin total gen.3 (bilirubin), phosphate (inorganic) ver.2 (phosphate), creatinine plus ver.2 (creatinine), glucose hk gen.3 (glucose), and calcium gen.2 (calcium). Refer to the attached spreadsheet for data from these 26 patient samples. All erroneous results were reported outside of the laboratory for these samples. (B)(4).